Manufacturer narrative:
Fse conducted follow-up with the customer to address the reported event. Fse performed troubleshooting with the customer and found that the belt jumped the teeth on the x1 pusher foot gears due to a rack jam.the fse adjust ed the flag to the pitch sensor at tube postion one the fse cleaned and lubricated the x1 rails and ran the rack rotation with 4 racks four times all okay. The customer ran and verfied that the controls were okay. No further action required by fse. The most probable cause of the reported event was due to the operator placing the rack behind the x1 pusher foot. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported sample loader rack x-1 step feed failure 2250 with their aia-2000 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event,which resulted in delay in reporting of patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results